Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the proximal end of the pump segment disconnected at an unspecified connection, which resulted in a fluid spill. The set was in use on the patient, who was about to receive a monoclonal antibody infusion. There was no report of patient harm or medical intervention.